Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation on her back that looked like eczema. The patient's physician prescribed betagalen salve and the irritation healed.